Manufacturer narrative:
The patient was born on an unreported date in 1972. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. On an unreported date, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unknown antibiotics (dose, frequency and route not reported). Two weeks after the onset of peritonitis, the patient stopped antibiotic treatment and recovered from the peritonitis event. It was not reported if the patient was retrained in aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.